Event description:
Approximately seven months later, the issue was still occurring and the physician increased the frequency of the follow-up visits.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. The device was returned for testing initial analysis identified a potential issue with the device longevity. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that upon initial interrogation of this pacemaker, the longevity remaining is less than .5 years and the magnet rate is 90ppm. However, following diagnostic testing, longevity remaining increased to 2 years. The patient then stated that she was informed in (B)(6) 2010 that her device had 2 years of remaining longevity. No adverse patent effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant explained to the caller how the programmer calculates the longevity remaining and it may be on the edge of a current bin. The consultant instructed the caller to go by the magnet rate. The device remains implanted and no other adverse events have been reported. This issue will be re-evaluated it additional information is received.